Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received from medtronic indicated that there was a flashing display on the insulin pump. The customer stated that the pump was exposed to MRI. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.